Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2012. Seven minutes and six seconds into therapy, an error code occurred and the machine shut off. The temperature reached 91 celsius and the patient experienced significant discomfort. The procedure was terminated. The patient was observed in the office then discharged home. One and a half hours before the procedure, the patient took 1mg xanex, 2 vicodin, and 25mg of phenergan. Then the patient was given 30mg im torodol 45 minutes prior to the procedure and then a paracervical block. The patient called the physician after she arrived home with a complaint of cramping pain. The physician instructed the patient to take 2 more vicodin as 3 to 4 hours had passed since initial dose of vicodin. The patient then went to emergency room for pain and was given dilaudid IV and an injection of torodol. The patient was not admitted to the hospital overnight. The physician called the patient that night and she reported feeling better and called again the next morning and the patient was okay. The patient was scheduled for a follow up visit the next week.

Manufacturer narrative:
(B)(4). Device: (B)(4) - pain occurred. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device was found to be functional for electrical. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.